Event description:
Complainant reported the rotator broke during a left ventricular procedure.

Manufacturer narrative:
Device eval - other. Device eval not completed. Conclusions - a f/u report will be submitted when the device eval has been completed.